Event description:
A customer contacted beckman coulter (bec) reporting that the unicel dxc 600 pro synchron chemistry analyzer generated incorrect patient results for several chemistries for two (2) patient samples. The analytes affected were potassium (k), blood urea nitrogen (bun), creatinine (cr-s), triglycerides (tg), cholesterol (chol), and high-density cholesterol (hdld). The customer indicated that one patient's results were reported out of the laboratory, but the physician was notified and did not treat the patient based on those results. The customer did not indicate which results were reported out of the laboratory. The results provided by the customer are shown in that attachment section of this report. There was no impact to patient treatment as a result of this event.

Manufacturer narrative:
The customer indicated calibrations and quality control (qc) were acceptable before the run. No data was provided. The customer replaced the modular and cartridge chemistry sample syringes and the cartridge chemistry reagent syringes. The customer provided data for the calibrations and qc after replacing the syringes which appeared acceptable. A bec field service engineer (fse) was dispatched for this event to evaluate the instrument. The fse verified instrument performance and reran the original samples which reproduced the same results after the customer performed repairs (see attachment for those results). The fse indicated that the customer had discarded the original syringes and they are not available to return for investigation. Replacing the syringes resolved the issue, no further repairs were done. Failure mode is hardware, replacing sample and reagent syringes resolved the issue.